Event description:
It was reported that the pump cassette started to leak during the case and went into the pump. The procedure was completed with a device from another company.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no issue was observed. Complaint of fluid leaking inside of chassis was confirmed. Residue of saline was found inside of chassis around the transducers. Product failed functional testing with pressure offset errors. Cause of malfunction is a defective transducer p1. Product passed functional testing with a known good transducer installed. Saline leak could have damaged the transducer p1. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.